Manufacturer narrative:
Concomitant medical product: product ID 97754 serial# (B)(6) product type recharger product ID 37761 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97754, serial/lot #: (B)(6), UDI#: (B)(4); product ID: 37761, serial/lot #: (B)(6), h3: analysis of the recharger (serial# (B)(6)) found bent connector pins and a discolored cable. Analysis of the desktop charger (serial# (B)(6) found a bent connector pin. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that "the recharger isn't working" - pt clarified the recharger is not connecting to the ins since yesterday. The pt stated the screen is just blank and not responding to the desktop charger (dtc). The pt did verify that the connector pin is bent. Patient services is sending a request to repair team for the dtc. Patient called back stating that their recharger (insr) won't turn on even when plugged into new desktop charger (dtc) cord. During call pt verified that they were using the new dtc cord and when they plugged the dtc cord into the outlet the dtc black box displayed a green light. Patient plugged dtc into a different outlet and insr still did not turn on. Patient then reset the insr and that did not resolve the issue for insr was still unresponsive. The insr would not charge. Patient requested a new belt (no allegations were made). A belt and recharger (insr) were sent out. No symptoms were reported.